Event description:
The osteotome was being used with a mallet to loosen the bony window created by the burr cut. During this procedure the osteotome broke with a portion coming off one corner of the leading edge. This broken off portion was recovered from the patient and discarded with the sharps at the end of the operation, so not being returned for investigation. The surgery was completed with an alternative instrument.

Manufacturer narrative:
Investigation in progress but not yet complete.